Manufacturer narrative:
Additional information reported that the previously noted fibrillation was ventricular fibrillation. No additional adverse patient effects were reported. H6. Patient codes: c50799 replaced previously reported c50543. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted; therefore, no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 26mm transcatheter bioprosthetic valve (tav), into a bicuspid native aortic valve with aortic insufficiency and stenosis, as the femoral access cut down site was closed, the patient¿s blood pressure began to decrease in the range of 40 mm hg, which led to pulseless electrical activity. Intravenous therapy was administered and cardiopulmonary resuscitation was initiated. An echocardiogram was performed to evaluate for a possible effusion/tamponade. No effusion present, but decreased left ventricle function was noted. Angiography of the left main coronary artery (lmca) showed leaflet occlusion. The native leaflet had prolapsed into the lmca. It was noted that the right coronary cusp and non-coronary cusp appeared to be fused. An attempt to access the coronary artery was unsuccessful; the valve was snared and pulled up above the sinotubular junction. The patient ¿fibrillated¿ and required two asynchronous shocks. The patient was converted to an open surgical procedure for a surgical valve replacement. The tav was explanted and a 21mm surgical non-medtronic valve was implanted. The patient was well following the valve implant surgery and was discharged a few days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the valve was received submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored with blood remnants on the tissue. All the leaflets were in the closed position with gaps between the free margins of two leaflets. All leaflets were flexible. Surface delamination was noted on the outflow aspect of one leaflet. A split was observed on the free margin of one leaflet. The free margin split and surface delamination were tissue conditions which have known to resulted from being crimped and recaptured. All the commissures appeared intact. Conclusion: hypotension was identified as a known potential adverse effect per the device instructions for use (IFU). Hypotension known as highly dependent on the patient's pre-procedural condition which could occur despite a normally-functioning device or model implant procedure. The hypotension noted might have been a result of the coronary occlusion. However, a conclusive cause could not be determined from the information provided. Coronary occlusion as identified in the IFU was a potential risk associated with the implantation of the device. Coronary occlusion has been attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this case, it was reported that the valve did not cause the coronary occlusion. It was stated that the native leaflet prolapsed into the left main coronary artery (lmca), which caused the coronary occlusion. The IFU warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Ventricular fibrillation has been identified as a known potential adv erse effect per the device IFU and a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based. The reported ventricular fibrillation was likely an effect of the coronary occlusion; however, a conclusive root cause was unable to be determined. The device history record was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. The reported information did not indicate a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.